Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4).

Event description:
The customer reported the vertical lift is not functioning. No patient injury was reported.